Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -review of the most recent repair record determined that the unit motor speed was not stable, the machined head and ball bearing were damaged, the needed bearing and screws were worn, the switch and plug harness assembly needed to be updated, the unit was out of calibration and the control bar position was not correct. The unit was recalibrated, the control bar position was corrected, and the machined head, needle bearing, screws, ball bearing, motor, switch, and plug harness assembly were replaced and resolved the reported issue, device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the handpiece was stuck, not working. This event occurred before surgery. There was a calibration issue, corroded motor need to be replaced, damaged machined head need to be replaced, worn needle bearing need to be replaced, damaged ball bearing need to be replaced, control bar issue, defective plug harness assembly need to be replaced, defective switch need to be replaced. Investigation showed the motor speed was unstable. No adverse event was reported as a result of this malfunction.